Event description:
It was reported that during an unknown procedure using fast-fix 360 curved ndl delivery system t2 failed to deploy. There was a procedural delay of 20 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.

Manufacturer narrative:
Initial reporter: international phone number: (B)(6). One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. With the limited clinical details provided as to what the failure was and the procedure being performed a root cause cannot be determined. No further investigation is warranted at this time. (B)(4).